Event description:
Male portion of tubing connector broke-off inside the port/connection of a quinten catheter. Quinten catheter was clamped, discontinued and re-sited. Diagnosis or reason for use: acute renal failure. Event abated after use, stopped or dose reduced: yes. Event reappeared after reintroduction: no. Is the product compounded: no. Is the product over-the-counter: no.